Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and customer informed e-100 had no power. Staff moved e-100 power cord to new outlet and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or procedure videos were provided for review. This complaint is reportable due to the following: the electro surgical generator unit (esu)] was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the vessel sealer (vs) instrument was not working in the e-100. The customer confirmed that they were currently using the erbe generator instead because the e-100 was not powering on. The intuitive surgical, inc. (Isi) tech support engineer (tse) had the customer confirm that no light emitting diode (led) was illuminated on the e-100 power button. The tse recommended the customer to plug the vs into the e-100 to test the connection, but the customer stated that the surgeon was almost finished with this procedure so they did not want to troubleshoot further. The tse recommended for the customer to check that the power switch on the back of the e-100 was on and that the e-100 power cable was fully seated on the back of the e-100. The customer confirmed the power switch was on and that the power cable was fully seated in the back of the e-100. The customer was unable to confirm if the e-100 was plugged into the ac power without turning the system off. The tse recommended for the customer to track the e-100 power cable after the procedure to ensure the power cable was plugged into the ac wall power. The customer stated they would check the power cable after the procedure and call back if further assistance was needed. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.